Manufacturer narrative:
The manufacturer is submitting this as a late report. Due to an internal error the manufacturers sales team received the operational report but the operational report was not received by the customer quality team within the required timeline. Since the device was not explanted and the serial number is unknown, no device investigation is possible at this time. Structural valve deterioration is identified as a major cause of failure of bioprosthetic heart valves. It is possible that the patient¿s clinical history and risk factors (severe hypertension, ischemic heart disease) may have contributed to the structural valve deterioration observed in this perceval s valve. However a definitive root cause cannot be stated at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU as a known inherent risk of the device.

Event description:
In (B)(6) 2016, a perceval valve pvs21 was implanted. The patient underwent a valve-in-valve treatment on (B)(6) 2020 when the pvs valve degenerated. The manufacturer received additional information from the site identifying the following information. The patient was re-hospitalized in cardiology to discuss a valve-in-valve aortic valve replacement for a bioprosthesis degeneration. The patients cardiovascular history was as follows. Surgical aortic valve replacement for mixed valvular and ischemic heart failure related to stenosis of the proximal vai and anterior ventricular dysfunction and tight aortic narrowing. Lesion of the right coronary in the 2nd segment. Calcified aortic root. Replacement of the aortic valve by a perceval bioprosthesis + double revascularization by left internal mammary bypass - iva and mounting of the right aorto-coronary saphenous vein in the 2nd segment. Sever hypertension, cri stage ii, and mitral shrinkage with significant calcification of the ring. Degeneration of bioprosthesis with complete cardiological assessment in (B)(6) 2019 which found an atheromatous coronary network without significant lesion and cardiac echography showed degeneration of bioprosthesis with an average gradient of 55 mmhg across the aortic valve. The patient had paroxysmal anticoagulated af. During assessment in 2019 cardiovascular monitoring plan was established due to potential valve degeneration. Doppler of the supraortic trunks shows calcified atheromatous overload very even in carotid bifurcations normal for the age. Dampened flow with systolic ascension time increases on all asds in relation to aortic valve shrinkage. Left subclavian artery with diastolic component flow due to the presence of dialysis fistula. Thrombosis of the right internal jugular vein in its lower cervical portion. In addition, mitral valve disease, known to be moderate, is now significant, a type of mitral shrinkage with a mean gradient to 8-9 mmhg associated with pah (60 mmhg). Decision was made due to the patients¿ medical condition to perform percutaneous aortic valve replacement by tavi in valve-in-valve. Tavi procedure was completed successfully with a sapien 3 valve and the site observed no hemodynamic, vascular or conductive complications. The objective control ultrasound showed rapid tachycardia responsible for intravg obstruction (60mmhg) and an increase in trans mitral (19mmhg) and trans tavi (22mmhg) gradients. No peri or intra prosthetic leakage and a dry pericardium. Discharge treatment was not changed and the patient will receive cardiovascular monitoring.